Manufacturer narrative:
Visual inspection by sigma engineering revealed this pump showed no debris, no contamination, no material evidenced as previous bearing failures. Investigation by outside forensic lab concluded that this bearing suffered a failure of the retaining cage, due to material fracture exacerbated by loss of grease or contamination. Bearing also exhibited corrosion and possible fluid contamination. Failure was confirmed by same source to not be an alignment issue. This is the first bearing failure of this type sigma has seen to date.

Event description:
A nurse was ready to draw blood from a pt, when noticed approx 100ml remained in the IV bag. When the IV was disconnected from the pt, the nurse observed the fluid continued to flow even though the infusion was stopped and the pump was off. There was no pt harm. Clinical engineering also evaluated the pump and observed a free flow condition.